Event description:
The dme reported that their client is having issues with the safety sheet zipper separating. The zipper will not stay zipped. It is separating at the beginning of the sheet at the lower left hand corner. The client was provided replacement sheets previously (B)(6) 2024) and the safety sheet zipper separation persists. The child is eloping through the separated safety sheet zipper. There is no report of injury as a result of this event.

Manufacturer narrative:
The dme provided photos of the reported zipper issue. The photos show the zipper is separated, however there is not sufficient detail to ascertain the cause of the damage. The product was not returned for examination by sensory medical. Sensory medical has followed up on june 26, 2024 and july 2, 2024. Warnings are addressed in pack80020 v1.0 cubby bed user manual. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. "You are responsible for providing adult supervision when using this product." "Do not use the product if any parts are missing, damaged, or broken" page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 explains the key safety feature of the bed. The locks are provided to secure your safety sheet to the canopy and to secure your technology hub (or cloth cover if you're not using the technology hub) to the canopy. The s-clips are included to secure the canopy door zippers closed to prevent user elopement. Page 22 of the user manual, maintenance checklist, describes to discontinue use of the bed if anything is damaged or missing. Page 23, "how to care for your cubby": safety sheet care - hand wash cold water, use cold water and mild detergent, delicate machine wash, if needed, do not dry clean, do not iron, hang to dry. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.